Manufacturer narrative:
Product evaluation: the cartridge was returned in an opened pouch. Viscoelastic was observed in the cartridge. Stress lines of varying degrees are observed on the anterior and the posterior beginning prior to the parting line/fill to line. The cartridge tip has stress lines on the anterior, posterior and sides. The upper right side of the tip has an aneurysm (enlarged stress formation). The tip did not crack or tear. The customer indicated the use of a qualified lens with a qualified handpiece and viscoelastic. The stress marks and aneurysm are an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge had a greater than normal stress fracture that occurred during lens injection into the eye. There was no patient harm or case delay. Additional information has been requested and provided.